Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation into the eye the lens had a "strange marking" in the centre of the optic which the surgeon determined would have impacted the patient's vision if the lens was left in situ. The lens was explanted and exchanged without further incident and without harm or injury to the patient during the original surgery session. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device was not returned to rayner. Without any evidence, it is extremely difficult to offer any definitive commentary on the cause of the mark present immediately post implantation; however, it is possible to consider capsule folds/streaks. Capsule folds/streaks are due to the high radial force exerted on the capsular bag during iol implantation and can mistakenly be perceived as marks on the lens. Rayner is continuing to liaise with the healthcare facility to obtain additional evidence and/or information to enable further investigation of the event. Our review of production records for the rayone emv toric rao210t batch 105282932 showed that all manufacturing and quality checks were conducted with successful results. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone emv toric rao210t batch 105282932. Without the ability to examine the device and without clear event details being provided it is not possible to establish the cause of the event.

Event description:
On 12th march 2026, rayner received notification from a UK healthcare facility of an event that occurred during use of a rayone emv toric rao210t. The event description provided states that immediately following implantation into the eye the surgeon observed a "strange marking" in the centre of the optic which would have impacted the patient's vision and therefore resulted in lens explantation and exchange.